Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl which was treated with syringe. Customer was experienced symptoms like nausea, vomiting and abdominal pain. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.